Event description:
The reporter stated the surgeon attempted to insert a 20.0 se/2.0 diopter aa4203tl toric silicone single piece lens and a corner of the lens was torn. There was no patient contact. The reporter stated they felt the injector was the cause of the damaged lens.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the injector. Pieces of the lens optic and both haptics were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history, lot number search and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, injector damaged lens, lens (iol), torn, split, cracked. Evaluation method: injector lot number search. Results: an injector lot number search was performed and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B)(4). Product not returned.